Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for two malfunctions. For one of the two malfunctions the investigation is confirmed for difficult to remove and is inconclusive for tilt. The remaining one malfunction was identified for tilt, positioning issue and difficult to remove based on medical record review. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced tilt, difficult to remove and positioning issue. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the two reported malfunctions, one male patient is (B)(6) years old and other female patient is (B)(6) years old. Weight was not provided for both the reported malfunctions.